Event description:
The customer received a blood glucose reading of 43mg/dl on the contour next and had symptoms: dizzy, sleepy and shakey. Customer was advised to return the test strips for evaluation. New meter and strips were sent to her.